Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the generator was used in a case where a bruise-like red / purple mark to the right side of the groin of a patient appeared. The anesthetist and neurosurgeon informed and they reviewed the patient. They believed the mark was caused by the diathermy pad despite being removed carefully. The wound needs to be observed closely in case, it develops into a burn.